Manufacturer narrative:
The returned product was not analyzed as the complaint of lead migration could not be confirmed via lab testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 or 2. Reference MFR report number: 1627487-2014-21263. It was reported the pt underwent surgical intervention to explant and replace both her scs leads due to lead migration (confirmed by x-rays). The pt experienced stimulation in the wrong location due to this issue. Follow-up identified the pt is receiving effective stimulation post operatively.